Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that for the last few weeks they had been hearing a crackling sound like electricity sparks every once in a while when they go to use their personal cell phone. Patient stated that they had the device implant but also had a pac emaker, and they wanted to know if it could be related to the devices or to the phone device. Agent reviewed with the patient that this was something that we could not determine. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional(hcp). The hcp reported that they turned off the device and saw if the patient was still having issues. If not, have the patient to contact cardiology. Additional information was received from a healthcare professional(hcp). When asked if the patient turned off device and still having issues, was it still because of the device implant or the pacemaker, the hcp reported that now the problem had been resolved.